Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2025. On (B)(6) 2025, the user experienced a severe low bg event, dropping to 33 mg/dl. They struggled to move up the stairs and made it to the bathroom before ems was called. Ems administered dextrose via IV, and the user was transported to the hospital. They were admitted that night and monitored on mdi for the next couple of days before being released on (B)(6) 2025. The user will not be returning to the ilet. The device provided low alerts, and the user reported dizziness as an immediate symptom.